Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "continuous rate began". "System fault" and "power down" messages. The pump was ran in user mode and manufacturer (mu) mode. The reported "error code 41622, error_motor_timeout" problem was duplicated. When attempting to start the pump the error code was displayed and the pump alarmed. The issue was confirmed in mu mode, the motor would not turn when the motor test was attempted. When the pump was disassembled, a screw was found blocking the cam operation. The issue was caused by production as there was debris in the pump preventing the motor from running. The screw was removed to resolve the issue.

Event description:
It was reported that a smiths medical cadd solis pump had a persistent error code 41622. No patient involvement.